Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported an impella rp flex was placed along with a left sided impella cp for a patient admitted in with shock and methamphetamine use history. The impella rp flex was placed and due to bleeding/ooze there was a mattress suture adjusted/placed and manual pressure was held. The bleed did resolve.

Manufacturer narrative:
Additional information was received on october 23, 2025. Codes added: renal failure (e130501), surgical intervention(f19), additional device required (f2301). Clinical assessment: a 42-year-old male patient positive for methamphetamine experienced witnessed cardiac arrest. A severely reduced cardiac function including severe aortic valve insufficiency with biventricular dilation was diagnoes. Ejection fraction was estimated at 5-10% under dobutamine. Decision was made to insert both an impella cp and an impella rp flex. Impella rp flex access site bleeding occurred after repositioning sheath exchange, requiring manual pressure and a mattress suture. Once transferred to the intensive care unit, the site began to bleed again requiring redressing with better securement. At this time bleeding resolved. The patient's prognosis remained very poor and he developed renal failure requiring continuous renal replacement therapy. Due to the poor prognosis of the underlying disease, care was withdrawn after 2 days of support and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella rp flex and cp. Additional information received from the field representative, indicated that the cause of death was due to cardiogenic shock related to wide open aortic valve insufficiency, unrelated to either impella device, however, it will be coded conservatively.

Manufacturer narrative:
Additional information was received and the following fields were updated: b2, b5, d6b, h1, and h6. Investigation summary: the investigation has been completed. Major bleed: the cause of the injury was not determined since the product was not returned and insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.

Event description:
Additional information was received that the device was explanted due to patient demise. The cause of death was due to cardiogenic shock related to wide open aortic valve insufficiency. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.